Event description:
The customer reported that the device displayed a system failure, cycle power 20004 error message. There was no reported adverse pt impact.

Manufacturer narrative:
The customer reported that the device displayed a system failure, cycle power 20004 error message. There was no reported adverse pt impact. The device was repaired locally by replacing the power pca.